Manufacturer narrative:
(B)(6).

Event description:
The meter gave the following blood glucose results within 10 minutes (2 separate comparisons were done on 2 different dates): 37 mg/dl and 69 mg/dl on (B)(6) 2016, 25 mg/dl and 89 mg/dl on (B)(6) 2016. The strips used came from the same box with same lot number. Which result were from which drum was not provided. No adverse event alleged. Replacing and returning meter and test strips.